Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient had bilateral replacement with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9534051 sn: (B)(6), and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9534051 sn: (B)(6). The patient's weight was also made available and has been populated. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6), 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6), 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mh 440cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, displacement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 440cc mentor memoryshape breast implants, suffered bilateral breast upward displacements and bilateral capsular contractures (baker grade iii), post-procedure. The complications were diagnosed during an in-office visit. As a result, the patient was scheduled for capsulectomy, removal and augmentation revision on (B)(6) 2021. This medwatch form is for the left breast prosthesis.